Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Additional information received from the patient indicates there is no allegation of particles or residue in the device. They cleaned their device once a week with a wet cloth and "accessories ion cleaner." The patient stopped using their device in july 2023 "on [their] own" as "the machine changed to spanish," then called the manufacturer and was "told [their] machine has been recalled." In addition, the patient states they "cannot get another bipap. The new machine that [they] received is a CPAP" without further details provided on the device information. They have obstructive sleep apnea and "have been having events every night." They are "not breathing average of 41 times a minute." The patient has contacted their provider's office and their doctor's assistant "is turning up the air pressure and is going to talk to the doctor about the nightly events." They have been using a "bipap machine with oxygen for several years." Section h6 device problem code, there was no allegation of degradation.